Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high thresholds were observed on the first post implant day of the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No patient complications have been reported as a result of this event.